Event description:
It was reported to bsc/target that during a clinical case the first sentry balloon was tested with a transend 10 wire on the table with a mix of 1/2 contrast omnipaque 300 and 1/2 saline. When in the pt, inflation of the balloon and right away the balloon deflated. They then tried with an agility-10 guidewire, but still the sentry balloon was deflating. They retrieved all the system (sentry with wire). Set up for another sentry balloon with a new transend-10 wire. Same mixture used. This time they decided to leave the balloon on the table set up with the guidewire for a few minutes to see if it would stay inflated. Again the balloon deflated. It looked like a leak at the valve. Becasue of this, they switch the transend-10 guidewire for the mizzen soft guidewire. The guidewire was a little tight but no leak was experienced. The system (sentry with mizzen) was then introduced in the pt. They said that they were not having a good feeling of the mizen guidewire, probably because of the tightness so they perforated the right post cerebral artery. Procedure was stopped. The pt was stable. They will wait until sure that everything will stay stable for the pt before doing anything else. The mizzen soft guidewire is not available for analysis.